Event description:
It was reported that during a thyroid procedure, there was poor homeostasis. The procedure was thought to be completed and the patient was moved to recovery. It was determined that the patient was bleeding and therefore the patient was brought back into the or and reopened. The procedure was completed with another device and the bleeding was stopped with no further incident. The generator passed biomedical testing and is not being returned' and the disposable device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Only year known, assumed 1st day of month (november) that complaint was reported additional information provided: